Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/check te pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was receiving frequent "adjust belt" and "check therapy pad" messages.